Event description:
It was reported the pt wants her scs sys removed. She alleged her sys was not functional as her ipg would not charge. It was reported the pt has a f/u visit with her physician and surgical intervention will be undertaken at a later date. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.